Manufacturer narrative:
Supplemental report 02 - MDR 2123678 - MDR 3003442380-2025-02066. The initial MDR with manufacturing report number (3003442380-2025-02066), was submitted on 26-february-2025. Upon receiving additional information, it was discovered that lot number has been changed on 31-march-2025. Additional information - this MDR is being submitted to include the below: d4: lot number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-02066. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set cannulas kinked within three hours of insertion at abdomen on (B)(6) 2025 and (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.